Event description:
I had gone through a breast implant revision surgery in (B)(6) 2017. I exchanged my saline implants for smaller allergan natrelle inspira silicone gel implants. Ten days later, I developed a hematoma which required further surgery to remove. Within 6 weeks of surgery, I started feeling sick. I was beyond exhausted, developed massive headaches, started losing my hair, had numbness in my hands and feet, joint pain, and my hands started shaking. This progressed into extreme nausea with vomiting, blurry vision, dry mouth, dry eyes, and a whole lot of other issues. I had an MRI in 2017 which showed over 12 brain lesions. I'm currently seeing a neurologist at (B)(6) for ms watch. I lost function in my adrenal glands completely in 2018 and now on hydrocortisone 3x a day. I have developed breast masses which have required ultrasounds and multiple biopsies.